Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two unknown distal screws. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn), helical blade, and two (2) distal screws on (B)(6) 2015 as the result of being struck by a vehicle while riding his bicycle. The patient reported feeling pain approximately three weeks prior to the date of this report. X-rays taken on (B)(6) 2015 revealed a broken tfn. The nail broke below the point where the nail intersects with the helical blade. The patient underwent revision surgery on (B)(6) 2015 and all the hardware was removed. Removal of the tfn took approximately 10 extra minutes due to the location of the breakage, as surgeon had difficulty grasping the implant for removal. The surgeon used additional instrumentation in order to successfully remove all the hardware. The patient was revised to a larger nail, lag screw, and two distal screws. The revision surgery was completed successfully. This report is for two unknown distal screws. This report is 3 of 3 for (B)(4).